Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "fatal system error" (device displays error message). A biomedical engineer reports a 'fatal system error' was noted during set up. The unit was switched out to complete the cases. There was no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)